Event description:
A review of service data detected a reportable event. During servicing, battery charger/modem sn (B)(4) would not power up. The last pt to use this battery charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. Upon investigation, the battery charger/modem failed to power up. The power failure was caused by an intermittent solder joint at l602 on the bedside board. L602 is an inductor in the switching regulator circuit. The root cause for the intermittent solder joint could not be positively identified. No adverse event resulted from the defective battery charger/modem. The last pt to use this battery charger/modem did not report any deficiencies.